Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during withdrawal, the physician found that the hydrophilic tip of the guidewire detached exposing the tip of the metal core wire. It was reported that no parts of the jagwire detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the device revealed the pebax detached, exposing the corewire tip. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. Scraping test was performed in the corewire to verify the presence of adhesive. The test revealed no flakes of adhesive were found. The corewire was sent for (B)(4) analysis to look for adhesive residues. It was unable to identify presence of primer/estane (adhesive) on the corewire. The pebax section was not returned. The adhesive could have been in the pebax tip section and not in the corewire. All the outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the distal tip detached exposing the corewire tip. Given the information available, taking into consideration that the pebax section of the device was not returned a root cause for this event cannot be determined. Based on all gathered information, the most probable root cause is undeterminable. A review of the device history record was performed for lot number 16270036 and revealed no issues related to this complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during withdrawal, the physician found that the hydrophilic tip of the guidewire detached exposing the tip of the metal core wire. It was reported that no parts of the jagwire detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of guidewire tip detachment, exposing the tip of the metal core wire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.